Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited a low out of range shock impedance. All other impedance measurements and values were within acceptable parameters. Boston scientific technical services (ts) and the field representative discussed possible electromagnetic interference (emi). There were no adverse patient effects. The system remains in service.